Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 131 mg/dl. The customer stated that the top of the insulin pump broke off. The customer tried to change the set and cannot put reservoir in because the opening cracked. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.